Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported no image during an inspection-for-use procedure involving an olympus colonovideoscope.there was no patient involvement reported.